Manufacturer narrative:
The investigation into the access site bleeding has been completed since the original report was filed. The user facility has returned the impella device, and the benchtop analysis of the root cause revealed that the cause of the access site bleeding was use related, specifically improper technique when using the repositioning sheath. The failure mode will be monitored and trended.

Manufacturer narrative:
The impella device was returned and is pending evaluation. Upon completion of the investigation, a supplemental MDR will be filed with the result of the evaluation.

Event description:
The complainant reported a 75-year-old female patient presenting for impella support. Following insertion, it was noted that the physician had difficulty sliding the blue hub into the end of the graft. As a result of the complication, the patient experienced blood loss which prompted the transfusion of two units of blood. Hemostasis was eventually achieved, and patient support continued with the implanted pump.